Manufacturer narrative:
B3: correction. B5: additional information. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (hm3 lvas). (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing and the distal end of the pump cable was returned in two segments. The distal end of the pump cable was returned attached to the modular cable. The sealed outflow graft was cut lengthwise and returned attached to the pump outflow. The outflow graft bend relief was not returned. The cuff lock was returned in the unlocked position, and the apical cuff was returned detached from the pump. Examination of the inflow cannula revealed normal, thin tissue ingrowth on the proximal side of the cannula, which did not appear to obstruct the flow of blood. Small, soft, red depositions were observed within the lumen of the inflow cannula; however, these depositions did not appear to be tissue-like. Examination of the blood-contacting surfaces of (B)(6) revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. The lvad log file data retrieved from (B)(6) contained no atypical events and appeared to show the pump operating as intended with stable estimated pump flow values. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. No signs of damage that would have contributed to a functional issue were noted. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The hm3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Instructions in regard to preventing infection are provided in various sections of this IFU, as well as the hm3 lvas patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 16nov2020 indicating that the event took place on (B)(6) 2020 and that the patient had a driveline exit site infection. The device operated as expected and the treatment was chronic suppression with antibiotics. No signs or symptoms since pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's pump was explanted due to infection. No further information was reported.